Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving gablofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported that when the patient came in for a refill on (B)(6) 2017 the pump was found to be eroding through the skin at the catheter connection point. The reporter was not aware of any environmental, external or patient factors that may have led or contributed to the issue. The clinic sent the patient to the or (operating room) to have it removed. The pump was explanted. The issue was resolved at the time of the report. The patient status was noted as alive, with injury. The injury being reported as the pump eroded through the skin, was explanted and the patient had to go to rehab for 3 months. No further complications were reported.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. The analysis interrogation print report indicated the pump was used to deliver gablofen 2000.0mcg/ml; 344.7mcg/day. Conclusion code updated. If information is provided in the future, a supplemental report will be issued.